Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route and frequency not reported). The patient¿s pd catheter was removed and the patient was switched to hemodialysis. The patient was eventually discharged from the hospital and reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 4 of 4 involved in this event.